Event description:
It was reported that on a follow up in office, the sensing had dropped to low values and there was no right ventricular (rv) lead capture and under sensing. A dislodgement was suspected as the cause of the issues. The patient was sent to the hospital for a lead revision and the rv lead was repositioned with appropriate measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a follow up in office, the sensing had dropped to low values and there was no right ventricular (rv) lead capture and under sensing. A dislodgement was suspected as the cause of the issues. The patient was sent to the hospital for a lead revision and the rv lead was repositioned with appropriate measurements. At this time the rv lead has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a follow up in office, the sensing had dropped to low values and there was no right ventricular (rv) lead capture and under sensing. A dislodgement was suspected as the cause of the issues. The patient was sent to the hospital for a lead revision and the rv lead was repositioned with appropriate measurements. At this time the rv lead has been explanted and returned for analysis. No additional adverse patient effects were reported.